Manufacturer narrative:
Attempts for the device serial number have been made, thus far, no response has been received. Manufacturer's investigation conclusion: the reported events of a no external power alarm and a backup battery fault were both confirmed via the provided log file. The log file contained data spanning 28 days ((B)(6) 2019 ¿ (B)(6) 2019 per time stamp). A no external power alarm was observed on (B)(6) 2019 at 11:03 and 11:10. The alarm appeared to have been caused by extended usage of the 14-volt batteries until they became fully depleted. The backup battery operated the system during this time, and the alarm resolved once the patient connected to a new power source. A backup battery fault alarm was also observed at 11:10 of the same day. This alarm was not associated with an error code, appearing transient in nature, and did not prevent the system from operating appropriately. No other notable events occurred throughout the log file. The system controller (serial number unknown) was not returned for analysis. The root cause of the no external power alarm appeared to have been full battery depletion. The root cause of the backup battery fault alarm was unable to be determined through this analysis. Transient backup battery faults within log files are a known issue and are continuing to be tracked and monitored. The heartmate ii patient handbook (doc. #106022 rev. G, section 3 ¿powering the system¿ and section 4 ¿living with the heartmate ii¿) instructs users to always connect to wall power when sleeping, or when a chance of sleep is possible. The system controller¿s alarms may not be heard if the user is asleep. Falling asleep on battery power may cause the batteries to deplete, and the pump may stop before the alarms are heard. The heartmate ii patient handbook (doc. #106022 rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve any alarms that sound from their system controller, including alarms associated with no external power and backup battery fault conditions. The heartmate ii patient handbook (doc. #106022 rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced backup battery fault alarms on (B)(6) 2019. It was noted that the patient's controller was recently replaced. No further information was provided.